Event description:
It was reported that an occlusion alarm occurred. Troubleshooting was started; however, the customer declined to complete troubleshooting to determine a possible cause of the occlusion. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.